Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jun-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie would fail, causing the drawer to fail. The error was that it failed to stay closed, but the drawers moved smoothly and closed. A field service engineer (fse) opened the machine and inspected the drawer, found no issues. The fse verified with the customer that the technician had cleaned the plastic overwrap, which was stuck, and the failure was recovered and tested the cubies and could not replicate the failure. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, there was a cubie failure. The customer reported that there was a delay in dispensing the medication and they had used an alternative station to obtain the medications. There were no adverse events or injuries reported based on this event.